Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was having loose bowels again. There was no fall /trauma reported regarding the event. The patient reported change in therapy/symptoms was noted as sudden. The patient called 3 days later for assistance to increase stimulation. The patient increased her stimulation from 5.5 to 7.0 v and was now feeling stimulation when she stands. The patient was concerned she only felt stimulation while standing and not when sitting. The patient stated stimulation too high. The patient would call back if further assistance was needed in making adjustments. Additional information reported about a week and half later she wanted to turn stimulation down, she felt it in her calf and groin. The patient wanted help using her patient programmer (pp) to turn stimulation down. The patient indicated stimulation in the wrong location and uncomfortable stimulation. At first patient reported she was at 10 but after working with pp and syncing, patient reported she was at 7.0. The patient indicated that the reported issue was related to positional movements. The patient felt it in her leg when she stood up. It was noted that decreasing amplitude eliminated the uncomfortable stimulation. The patient was successful to decrease to 6.5. Patient stood and stated she felt nothing now and was not sure that she would start to feel it later on. The patient stated she wanted to leave it where it was but may call back later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.